Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, broken battery door, and bubbled dso seal. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the contaminated dso sensor and the out of specification expulsor was the root cause. The dso sensor and the expulsor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was over-infusing and the downstream occlusion (dso) was damaged. The event occurred during testing; there was no patient involvement and not patient harm.